Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was pinched and was rerouted to resolve the reported issue. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that suction pressure is not coming to -60 kpa within 4 seconds as per (B)(6) guidelines. There was no report of patient involvement.